Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency department complaining of pocket stimulation. Upon review, the implantable cardioverter defibrillator was in backup vvi mode. The device was restored. The patient was discharged and was stable.